Event description:
Boston scientific received information from a local health care provider that the patient underwent a lead revision procedure after their lead had dislodged. The lead was repositioned and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.